Event description:
It was reported that the device's power cord had a burn mark on it. No harm or delay were reported along with the event. No other adverse events were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reportability assessment completed and complaint found as reportable. Review of the complaint did not identify that there was patient/user harm or injury; nor adverse event to the patient/operator in this specific occurrence; however, the product family holds the potential for harm to a patient or operator if the device is used in another setting. (B)(6). Could cause/contribute to serious injury.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The initial report was forwarded in error. Therefore a supplemental report is needed.

Event description:
No further event information available at the time of this report.